Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to oversensing of noise. Testing of the system was able to reproduce noise. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to oversensing of noise. Testing of the system was able to reproduce noise. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. According to the field, the electrode in this event will not be available for return back to boston scientific as a patient has not released it for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.